Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon kyphoplasty procedure, a cement embolism was detected in the pulmonary artery. It was also reported that the patient was asymptomatic for two weeks post-op but now has "shortness of breath". A chest x-ray and CT scan showed the "cement tracking the venus plexus to the pulmonary artery". The patient outcome is still unknown. No additional information has been provided. The type of cement used in this case was not reported.